Event description:
Additional information reported that the cause of the event was due to a broken catheter. It was indicated that there was a break/tear/ hole at the pump/catheter connection. The patient had a computed tomography (CT) scan on (B)(6) 2012, results not provided. Dye study was also reported and neither results nor the date of procedure was provided. Catheter revision occurred but date of surgery was unknown. It was also reported that the patient experienced increased pain with a pain level of '8 out of 10.' Despite increases in dose adjustments, the patient would feel better at times but overall had more pain than before. The patient also experienced nausea and spasms.the patient's outcome was reported as no injury. The actual drugs delivered via pump were dilaudid, baclofen and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter: product ID 8590-1, lot# n262155, implanted: (B)(6) 2010. Product type: accessory. (B)(4).

Event description:
It was reported that the patient's catheter was kinked. It was indicated that the "whole thing" needs to be replaced. It was stated that they were looking for a surgeon to replace it. There was no patient symptoms or outcome reported. According to the manufacturer device registry the drug delivered via pump was fentanyl. Additional information had been requested, but was not available as of the date of this report.